Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3604 showed no other similar product complaint(s) from this lot number.

Event description:
Date of incident: (B)(6) /2019. Nature of injury: leaking at site and extravasation of etoposide chemotherapy via fractured PICC line. Action taken: infusion stopped. Treated as per extravasation policy. As per 1st, line removed. Fracture at 6 cm so retreated to incorporate whole area.